Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the laparoscopic hand-assisted right voluntary kidney transplant nephrectomy was going as planned and when they prepared to remove the kidney, the stapler was fired across the renal artery as proximally as possible. The renal vein was lifted up and the endovascular stapler was fired across the junction of the renal vein with the inferior vena cava (ivc) and the renal vein was transected leaving a 2 mm cuff. The kidney was removed and handed off to the waiting team. There was significant bleeding noted. Pressure was held over the aorta and the cava while they set up suction. It seemed that there were two areas of ongoing bleeding, one from the artery and a venous source above, where the surgeon had stapled the renal vein (cava junction). The bleeding was controlled with titanium clips. The surgeon noted that the stapler potentially misfired causing the bleeding and the staples did not stop the vein and artery from bleeding as intended.